Event description:
The following was reported by the customer, "during the procedure, the tube did not although it has been detected by the nim monitor. This to the change of the tube. There was no incident for the patient." Requests for additional information as well as clarification of the reported event have been made with no response received at this time.

Manufacturer narrative:
Patient code: no known impact or consequence to patient (B)(4), device code: device operates differently than expected (B)(4). Device not cleared in us, but similar device is available. The device has not been returned. Therefore, an analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.